Event description:
During a coronary stent procedure, the pt gaphix guide wire broke during withdrawal. The distal segment of the guide wire remained inside of he coronary artery. The rest of the guide wire was successfully removed. No patient injuries or complications were reported.